Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554-45 lead implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing failure hours after the patient's implantable pulse generator (ipg) replacement procedure. Additionally, a lead fracture was suspected. During evaluation of the patient, the pacing failure could not be reproduced and noise could not be confirmed on the lead. The lead remains in use. No patient complications have been reported as a result of this event.